Event description:
A physician reported during the intraocular lens implantation the lens was decentered and after careful observation there was a break at the optic haptic junction. Due to that the lens was extracted and a monofocal lens was implanted. There was no harm or impact to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The carton with the label set and ID card were returned. Information was provided in the file that indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was indicated. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).